Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had a solid circle, she removed the batter, put it back in and it reset. However, the device was frozen on the ver screen. Customer's blood glucose was 190 mg/dl. Customer was advised to reset the device for two hours and call back if issues persisted. Customer called back after resting the device and stated since last night the device had a constant tone. Customer's blood glucose went up to 495 mg/dl, treated with a manual injection. Current blood glucose was 349 mg/dl. Customer was advised to insert a new battery and customer stated the device did not restore to its normal function. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be returned for analysis. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was monitored and had no audio beep/constant tone alarm anomaly or reset anomaly noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.